Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: c-cover had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited scope communication error (b30) and the image disappeared. This issue occurred during inspection for use. There were no reports of patient involvement.